Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001822565-2024-02229.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001822565-2024-02229. .

Manufacturer narrative:
(B)(4). D10: 110024464 item name g7 dual mobility liner 44mm f lot # 65887453. 650-1055 item name cer bioloxd option hd 28mm lot # 3137893. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2024 - 00572. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure one month post implantation due to dislocation of the head/bearing construct from the acetabular component. There is no additional information available at the time of this report.